Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Concomitant products: unknown saline implants. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, experienced mastitis infection, extreme hardness on the left breast post-operatively. Patient also experienced nausea, diarrhea, and tenderness in the left breast. Patient was placed on antibiotics and the infection cleared up. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.